Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) - k130520 the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the plasma leak on the capiox device at the oxygenator after 4h 40 min bypass time, slight impairment of the usual oxygenator performance. The patient could be safely separated from the hlm. Fio2 at 100% 450mmhg. Plasma leakage: no specific location in oxy or leak. It is a general fiber wall expansion which allows plasma passing the fiber through gas outlet, ending in visible plasma foam at the oxy-gas-outlet-connector. Bypass time was greater than four hours; very long for this surgery. Patient temp was only 34co - plasma leakage was at the end of bypass during perfusion, most likely initiated through condensation in oxygenator. It was reported that there was no blood loss. The product was not changed out. The procedure was completed successfully. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. Visual inspection upon receipt revealed that the fibers had been partially discolored. The cross-section of the fibers on the gas-in side and gas-out side had been discolored into pink. There were anomalies such as a break, in the appearance. The actual sample was rinsed. Colored saline solution was filled in the blood phase. With the blood outlet port clamped, air pressure was applied to the blood phase from the blood inlet port. No leak was observed. A review of the involved perfusion record did not find any factor which could be a cause of the reported plasma leak. There is no evidence that this event was related to a device defect or malfunction. The investigation verified that the actual sample, after having been rinsed, revealed no anomaly which could relate to a plasma leak. As a cause of the occurrence of plasma leak is likely due to a change in the blood properties a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, and the fibers became hydrophilized, resulting in plasma leak. The pressure inside the oxygenator module raised by some factors, such as clotting, may cause the pressure applied from the blood pathway to the gas pathway to get increased. This may create the circumstances where force to push the blood corpuscle components out into the gas phase may increase and plasma component could easily leak out through the micro pores on the surface of the fibers to the gas pathway. However, the definitive cause of the plasma leak in this complaint cannot be definitively determined. The IFU states: a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved.